Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was not dispatched for this event. There is no indication that the customer sent the access free t3 reagent back for investigation. Investigation of the event determined that an error occurred on the bec filling line system while filling the access free t3 reagent. Due to the error, empty or partially filled reagent packs were released to the field. Empty or partially filled packs, when used to analyzed patient samples, can cause erroneous results as observed by the customer. In conclusion, the cause of this event is due to an error which occurred on the bec reagent filling line.

Event description:
The customer reported receiving three (3) empty free triiodothyronine (access free t3) reagent packs as part of their product shipment. The customer had inspected the access free t3 reagent packs and noticed that all four (4) wells of the pack were empty. There was no sign of a leak or damage to the access free t3 reagent pack or shipping material. The access free t3 reagent packs were not loaded onto the instrument and were not used to analyze patient samples. There is potential to produce erroneous patient results had the pack been loaded for routine use. There was no report of patient injury or change in patient treatment associated with this event.